Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-13242. It was reported the pt experienced weakness and pain in her legs while in post-op recovery from her scs implant surgery. It was also reported the patient was admitted to the intensive care unit later that day. No further info is available at this time. Attempts to determine the pt status were unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.